Manufacturer narrative:
On 10/13/2015. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the small cable kept disconnecting from the hemopro t.w. Power supply. A borrowed replacement device was used to complete the procedure. The hospital did not report any patient effects.